Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A torque driver was returned without event details. Preliminary visual evaluation by zimmer biomet personnel found the tip had fractured off the device. Event details have been requested but have not been provided.

Manufacturer narrative:
The returned torque wrench was evaluated. The tip was found to have cracked. Since no information was provided related to how the device was being used when the damage occurred, the cause cannot be determined. However, possible causes include over-torquing, off-axis usage, or dropping/colliding the device with another device. A review of the manufacturing records did not identify any issues which would have contributed to this event.